Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device manufacture date not available at this time. RMA issued. Replacement part shipped (B)(4) 2012. Spine clamp returned on (B)(4) 2012. Found clamp face bent to one side and the retainer ring on end of adjustment screw is stretched allowing play in the movement of clamp face. Tool marks around the head of the adjustment screw. Screw threads are in good condition.

Event description:
A site rep reported that during a check of the instruments in the biomed department it was observed that the spine clamp was worn, specifically around the screws and threads. This was not during a procedure. There was no pt present.